Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that their programmer was not working with their implantable neurostimulator (ins). It would not respond when trying to adjust the device. The patient stated that it was too strong and that they could no lie down or sleep due to the device. Additional information received on feb. 1, 2016 reported that the patient was unable to charge the ins and had poor coupling. It was noted that the patient was getting 0-2 coupling boxes most times and had a hard time recharging. Repositioning the antenna resolved the issue. Symptoms reported included a sudden change in pain. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the patient reported that their pain issue was not resolved and they were disappointed. If additional information is received, a follow up report will be sent.